Event description:
The user facility reported to olympus the power switch on the cv-190, evis exera iii video system center was stuck in the off position when the device was being turned off. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus and it was determined that the power switch required replacement. The power switch of the device was an older version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the power switch to make it more durable, therefore the power switch failed due to the amount of operating force applied to the power switch and the number of times used.